Manufacturer narrative:
Type of reportable event: corrected from serious injury to malfunction. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. During a procedure, the physician was unable to remove a flexima nephrostomy catheter from the patient.

Event description:
It was further reported that the physician was performing a nephrostomy exchange. The flexima nephrostomy catheter was already in patient. The issue was that the physician could not straighten out the pig tail curve. Therefore, the physician left the catheter in the patient instead of exchanging it out. There were no patient complications and the patient's condition is fine.